Event description:
It was reported that the patient needed more stimulation at the top of their leg. The patient would bend and feel stimulation the whole way up their leg but when they walked they didn¿t, and as a result was having trouble walking on their leg. The patient also experienced less than 50% therapy relief at an unknown location. The patient stated they had tried to increase stimulation but then it would get annoying. It was noted the patient hadn¿t seen their doctor since (B)(6) but had an appointment scheduled with him on (B)(6). No diagnostic testing or troubleshooting had been performed at the time of the report but would be in the future. Reprogramming was scheduled for(B)(6). It was unknown what the cause of the issue was or if the issue was resolved. At the time of the report the patient was alive with no injury. It was further noted the patient was also being seen for ¿normal reprogramming.¿ reprogramming was completed on (B)(6), but according to the doctor¿s office the patient was stating she needed another reprogramming session. A message was left with the patient and she was going to be seen the following week. The patient was reprogrammed on (B)(6) and felt stimulation where she needed it in the leg; however, it changed the next day. It was switched to another group and was capturing her leg again. The patient was frustrated because things kept changing. The physician was called and an x-ray was ordered. The patient was going to be seen again on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was seen the day of the report. The patient asked for left upper leg/buttock coverage. The patient was getting a lot of right upper back/rib uncomfortable stimulation at the time of the report. The healthcare provider (hcp) reviewed an x-ray obtained that showed no changes to a lead placement from implant. The x-ray had no change from implant despite the patient reporting changes in coverage. The patient asked for left upper leg/bum sciatic area coverage. The patient had not had good coverage to that area in a long time. The area the patient was going to have in right as well if attempting to get the desired left area. The top area of the lead was getting pain in their back when used so the rep was unable to use it. The middle did get to the abdomen which was uncomfortable. The group c was the patient's favorite old settings which was the following: 2- 3+ 4+. The manufacturer representative (rep) reprogramed the patient and they noted coverage obtained was higher to the desired area and nothing into their ribs. The rep spoke with the patient on (B)(6) and they reported the new settings were helping them. The patient was able to walk better at the time of the report and not take their pain pills, as they desired.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n369614, implanted: (B)(6)2014, product type: accessory. (B)(4).